Event description:
It was reported that procedure was cancelled. A capital equipment avvigo plus multi-modality guidance system, vascular imaging, was selected for use. During procedure, it was unable to get waveform on system. The procedure was cancelled due to this event. There were no patient complications reported.

Manufacturer narrative:
D2b pro code (product code): dsk.

Manufacturer narrative:
Additional information provided: update to h6 impact code as the pci procedure was completed, and not cancelled d2b pro code (product code): dsk. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that procedure was cancelled. A capital equipment avvigo plus multi-modality guidance system, vascular imaging, was selected for use. During procedure, it was unable to get waveform on system. The procedure was cancelled due to this event. There were no patient complications reported. It was further reported that troubleshooting included turning the device on and off, and utilizing a new wire. Though the ffr could not be utilized, the pci treatment was able to be completed with no patient consequences.